Event description:
It was reported that during surgery, the straight drill and straight awl tips both broke due to hard bone. The surgeon used different devices to complete the case. There was a 1-minute delay and no impact to the patient.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the tip of the device was fractured. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to the patient having hard bone. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.